Manufacturer narrative:
Possible batch numbers: 15j26v135 or 15l28v122. Lot number 15j26v135 was manufactured on 11/05/2015 and lot number 15l28v122 was manufactured on 12/18/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Visual inspection found a grey particle inside the fluid pathway. This particle is a piece of vial bung which was cored after the reconstitution process. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were grey particle in the vialmate infusion bag. This was observed after compounding with cefotaxim. There was no patient involvement. No additional information is available.